Manufacturer narrative:
(B)(4). Method: the device was received and a visual inspection was performed. A review of the device history record (DHR) was performed for the model and lot number received. Results: at this time the results are pending the completion of the evaluation and investigation which is currently in process. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: a follow-up report will be filed when the investigation has been completed.

Event description:
A foreign distributor reported accelerated infusion of a pump on an unreported date of event. Further described as "the complaint reason is a deviation in application time. The pump was set for 48 hours and application finished about 10 to 12 hours before. There is a sample we received one used sample which we will forward to you." There was no report of adverse event nor medical intervention. Fill volume: asku. Flowrate: 6ml/hr.